Event description:
It was reported that the patient presented remotely via merlin.net. A review of the egm and transmissions showed that the right atrial lead exhibited intermittent capture. Programming changes were made, and there were no patient consequences.